Event description:
The user used the subject device for the procedure after a long interval, the user felt that the suction was difficult during unspecified procedure. The procedure was completed and the user could not detach the suction button from the subject device during the cleaning after the procedure. Then the distributor checked the subject device on-site, the brush could not be inserted to the instrument channel of the subject device well. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the branching of the channel had been clogged with the broken cleaning brush. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found the reported phenomenon (clogging of a broken cleaning brush in the branching of the instrument channel) and insufficiently or inappropriately reprocessed subject device might have been used next procedure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc concluded that inability of insertion of the brush was attributed to clogging of the broken cleaning brush in the branching of the instrument channel. The exact cause of the clogging of the broken cleaning brush could not be conclusively determined, but it was surmised that the mechanical resistance of the cleaning brush decreased due to repeated bending stress on the broken part, and the cleaning brush broke at once during use. In addition, it was difficult to determine whether there was deterioration due to long-term use or there was something wrong with the cleaning brush. If additional information is received, this report will be supplemented.